Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune disorder ("autoimmune disease") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), fatigue ("fatigue"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (plantiff had surgery to remove the essure implant.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, autoimmune disorder, fatigue, anxiety and depression outcome was unknown. The reporter considered anxiety, autoimmune disorder, depression, fatigue and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-oct-2018: quality safety evaluation of product technical complaints. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune disorder ("autoimmune disease") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), fatigue ("fatigue"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (plaintiff had surgery to remove the essure implant.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, autoimmune disorder, fatigue, anxiety and depression outcome was unknown. The reporter considered anxiety, autoimmune disorder, depression, fatigue and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended on 02-may-2019 for the following reason: this case will be deleted from bayer pv database. Nullification reason: the case was identified as a duplicate of case (B)(4). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune disorder ("autoimmune disease") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), fatigue ("fatigue"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery ("plantiff" had surgery to remove the essure implant.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, autoimmune disorder, fatigue, anxiety and depression outcome was unknown. The reporter considered anxiety, autoimmune disorder, depression, fatigue and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.